Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer stated that the blood glucose went up from 223 to 438 mg/dl at the time of incident. The customer also stated that the insulin pump was not going off for threshold suspend and high alerts. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.